Event description:
Our rep. Is reporting that during a knee procedure, the "silicone tubing", the device retainer, had fallen off into the patient's joint space. The tubing was removed, from the patient's body and the case was concluded successfully without further incident or harm to the patient.

Manufacturer narrative:
Nothing is being returned for evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 221 devices that were released to distribution. We cannot attribute a root cause for the reported event. If and when any further information that is both pertinent & germane and sheds further light to this issue is received it will be reflected in a follow-up report. At this point in time no further action is warranted.